Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced in (B)(6) 2011. The patient experienced a lack of therapeutic effect, when the device was on. It was also noted that during the night she experienced a decrease in therapeutic effect. Documentation was unclear on whether these symptoms were also present prior to replacement of ins, or just post. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v010297, implanted: (B)(6) 2006, explanted: (B)(6) 2011 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
Additional information received reported that the cause of the event was a "dead battery." The event was attributed to the implantable neurostimulator (ins). The lead and ins were replaced on 2011 (B)(6). The lead had moved such that energy required for stimulation was very high. The patient recovered without sequela.